Event description:
A patient reported experiencing inaccurate high results with an ot porfile meter. The patient's blood glucose results were 349mg/dl, 135md/dl. Tests were done 8 minutes apart with a difference of 78%. Patient did not experience any adverse events. No further information has been reported.